Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. Pre-planning computed tomography (CT) measurements of the left atrial appendage (laa) showed the landing zone as 21 x16mm. The patient had a pre-existing pacemaker. The patient's left atrial pressure was 12mmhg. 500ml of saline was administered prior to the procedure. During implant, it was noted that the device was mis-sized after checking the measurements of the laa through fluoroscopy and intracardiac echocardiography (ice). The device was removed from the patient and replaced with a new 28mm amplatzer amulet left atrial appendage occluder. The device was noted to have marshmallow compression. Prior to release from the delivery cable, a thorough tug test was performed and all close criteria was met. The device was implanted. 30 hours post-procedure the device embolized into the left atrium. The device was planned to be re-captured with a transcatheter snare. The patient did not present with any clinical signs or symptoms. It was believed that the patient may not have been hydrated enough and consideration may be required for volumetric change in the laa prior to procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolized into the left atrium after one day post implantation was reported. The embolized device did not cause a partial or complete obstruction/blockage of blood flow. The embolized device was planned to be re-captured with a transcatheter snare. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.